Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported she checked her cgm and it seemed to be fine (no value reported). She then started to feel like her blood glucose was high. She stated she felt dehydrated, had sores on the corner of her mouth and was urinating frequently. She kept checking the cgm and it remained at 83 mg/dl. She called her doctor for advice and was advised to go to the emergency room. The patient went to the emergency room on (B)(6) 2024 at 3:30am and her blood glucose was over 500 mg/dl. She tried to calibrate the cgm but the value was not accepted. They checked her blood glucose repeatedly and was treated with IV insulin. The patient was discharged the following day on (B)(6) 2024 before noon after her blood glucose stabilized. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.